Event description:
It was reported that, "during the tka, the surgeon could not screw up the screw of the triathlon ar femoral alignment guide. It was too tight."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.